Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the subject pacemaker reached recommended replacement time on (B)(4) 2017 (battery impedance 17,87 kohm). Last follow up was performed on (B)(6) 2016 and the estimated battery longevity was 29 months +/- 1 month (battery impedance 4,37kohm). The subject de vice was explanted and will be returned for analysis.

Event description:
Reportedly, the subject pacemaker reached recommended replacement time on (B)(6) 2017 (battery impedance 17,87 kohm). Last follow up was performed on (B)(6) 2016 and the estimated battery longevity was 29 months +/- 1 month (battery impedance 4,37kohm). The subject de vice was explanted and will be returned for analysis.

Event description:
Reportedly, the subject pacemaker reached recommended replacement time on (B)(6) 2017 (battery impedance 17,87 kohm). Last follow up was performed on (B)(6) 2016 and the estimated battery longevity was 29 months +/- 1 month (battery impedance 4,37 kohm). The subject device was explanted and will be returned for analysis.